Event description:
It was reported that on (B)(6) 2013, the doctor placed a long term dialysis catheter via ij vein. On (B)(6) 2013, the pt came to hosp to complaint, the doctor checked and found the pt's catheter out of the body. The cuff still in body. The catheter was separated from the cuff. From (B)(6) 2013, the nurse used povidone iodine solution to healthcare the catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revg0959 showed nine other similar product complaint(s) from this lot number. All complaints for this lot number (B)(4) have been reported from china facilities.